Manufacturer narrative:
Several identified events surrounding this case may have been serious contributing factors. First, kryptonite is contraindicated for "use in a currently infected field or surgical site located near an infection". Secondly, kryptonite is contraindicated for "use for stress bearing applications (e.g., mandibular segment replacement)". Lastly, the current kryptonite labeled precautions identified that "the effects of preparing kryptonite bone cement with any substance other than the provided components (including antibiotics and blood) is not known. The force imposed by the patient to break the wires may have been sufficient in nature to break the adhesion bond created between the bond and/or plate. No documentation within the DHR was found that would indicate a nonconformance to specification that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
A patient underwent a procedure to repair a broken mandible utilizing a plate, wires and kryptonite where kryptonite bone cement was used. The mandible was broken while the patient was intoxicated. The area was infected and the surgeon used vancomycin powder mixed within the kryptonite bone cement to assist with the treatment of the infection. The exact amount of vancomycin was not known; however, 2 grams of material was identified. The patient underwent a subsequent revision surgery to remove the wires which had been broken while attempting to vomit while intoxicated. During his revision the area was again infected and the material was observed to not have adhered to the bone or plate. The material was noted as being "hard".